Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Fracture of the inner coil was noted at 5.2cm from the distal tip. (B)(4).

Event description:
It was reported that the lead's helix was unable to retract and high capture threshold was observed. Lead was explanted and replaced. No further information available.